Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. The root cause of the event could not be determined.

Event description:
It was reported the patient underwent a hip fracture nailing procedure on an unknown date. Subsequently, the patient was revised on (B)(6) 2015 due to the fracture of the nail at the lag screw junction. The proximal end of the nail was removed.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Event description:
It was reported the patient underwent a hip fracture nailing procedure on an unknown date. Subsequently, the patient was revised on (B)(6) 2015 due to the fracture of the nail at the lag screw junction. The proximal end of the nail was removed.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.